Event description:
Per the customer, the device displayed lower than expected qbl readings during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the device displayed lower than expected qbl readings during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.